Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms no delivery every time the infusion set is changed. The customer's blood glucose reading was over 600 mg/dl at the time of incident. The customer indicated that the one previous cannula was bent and that the site is rotated to avoid scar tissue. The customer had to go to work and could not continue troubleshooting but would call back at a later time.